Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation. It was reported that an right atrial (ra) lead perforation occurred. The lead was explanted and the wound was treated. No further patient complications have been reported as a result of this event.